Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined that a broken vacuum tubing on the detergent rinse nozzle had caused the event. He then removed part of the tubing and reinstalled it. He verified the analyzer's performance by checks, recalibrations, and multiple precision tests which all had valid results. The investigation reviewed the calibration performed on 06-jul-2024 and the results were within specifications. The customer's subsequent calibrations had multiple calibration errors. The investigation reviewed the qc data. The qc recovery was within specifications on the morning of the date of the event but was out of range (low) later in the evening. The investigation reviewed the alarm trace. The trace contained multiple ion-selective electrode (ise) errors. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from three patient samples tested on the cobas 6000 c 501 (ul) v. The reporter was able to provide one patient sample with discrepant results: the initial result was not reported outside of the laboratory. The reporter questioned the result prompting the rerun of the patient sample. The initial na result was 165 mmol/l. The repeat result was 142 mmol/l. The repeat result was deemed correct and reported.